Event description:
Tracheostomy being performed at the bedside - procedure successful. After trach placed pt with decreased oxygenation. Difficult to ventilate and then coded. Bronchoscopy performed which showed trachea to be occluded by balloon. When trach removed, an extra herniated out-pouching noted on balloon.(B)(6).